Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor popped/ screen went blank) was confirmed. As received, the monitor would not power on. Upon evaluation, the u1003 pld component, r45, r684, and r689 were thermally damaged. The cause of the inability to power on is the thermally damaged components. The cause for the thermally damaged components is excessive current. The cause for the excessive is a detached positive lead on high voltage capacitor c22 on the defibrillator board. The cause for the broken positive lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis determined that epoxy was not applied properly during previous servicing of the monitor. Retraining was conducted for assemblers. No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report the monitor popped and the screen went blank. The patient was issued a replacement monitor.